Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead was observed to have dislodged. A revision procedure was performed. The lead was explanted and a new lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted dried blood/body fluid in the lumen and electrocautery damage was noted in several locations in the lead insulation. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.